Event description:
The catheter and wire guide separated while inserting the device in the pt's left radial artery. A cut-down procedure was performed to remove the separated portion from the pt. The sample was discarded by the physician. There were no pt complications.